Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a rod bender disassembled while bending the rod. An alternative rod bender was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: na. Additional information: the returned device was examined. The welds on the device pins were found to have fractured resulting in the observed device disassembly. The failure likely occurred as a result of repetitive use. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that a rod bender disassembled while bending the rod. An alternative rod bender was used to complete the procedure without reported patient impacts.